Event description:
The pt stated that in 2007, her blood glucose was elevated to 400 mg/dl when she woke up. Her normal blood glucose range is 120-150mg/dl. The pt then discovered that her infusion tubing was separated at the luer connection. She stated that she administered 2 units of insulin via syringe and changed her infusion set and bolused through her infusion device (competitor device). She state that she also tested positive for ketones. She stated that it took approx 3 hrs for her blood glucose to return to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.